Manufacturer narrative:
(B)(4)

Event description:
It was reported that high, out of range hv lead impedance was observed during data review. The physician elected not to explant or replace the lead. The patient was stable and underwent multiple successful atp therapies after the event.